Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue.

Event description:
While using a hi-torque command lt .018 300 cm instead of the usual steelcore, it was noted that the sensor could not advance over the wire to past the right ventricle. The guidewire felt ¿gritty¿ or ¿sticky." The sensor and guidewire were retracted, and the wire was noted to have a bad transition point from the wire body to the flexible tip. There were two 5 cm long sections where the wire coating was missing, exposing the silver wire beneath. The swan ganz catheter was readvanced using a steelcore guidewire, and the sensor was deployed successfully with no adverse consequences to the patient. Thirty minutes were added to the procedure.